Manufacturer narrative:
The hill-rom tech found the alarms external alarm kit inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the external alarm kit to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the audible alarm on the bed is very soft. The bed was located at the account in bed storage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).